Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported patient effect of pseudoaneurysm is a known inherent risks of the procedure. The subsequent treatment appears to be related to circumstances of the procedure. It is unknow if the IFU deviation contributed to the reported patient effects. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known h6 medical device problem code: 1494 - indication for use.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral vein with a prostyle device with an 8.5f sheath after an ablation procedure. Reportedly, there were no issues with the device; however, complete hemostasis was not achieved. Manual compression was used to achieve hemostasis; however, a pseudoaneurysm was noted, and vascular surgical repair was performed to treat the pseudoaneurysm. There was no reported adverse patient sequela and no reported clinically significant delay to the procedure or therapy. No additional information was provided.